Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. The customer reported that the cannula did not insert properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The customer reported that after wearing a pod for 15-20 hours, her blood glucose result was in the 400's (mg/dl). At 9:44 pm, her result was 402 mg/dl, and she deactivated the pod. She said that the cannula did not insert into her skin and was bent.